Event description:
It was reported that the catheter separated, and a physician was called to remove the portion retained in the pt. This was done as a cut down at the pt's bedside under local anesthesia. The piece was removed without incident, and there were no pt complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.